Event description:
It was reported that the ll vlv adpt(stand alone) experienced leakage and component separation. The following information was provided by the initial reporter: we had a nurse open two different ones today that would not flush. There are now two lot numbers involved 1. (10) 20035833. 2. (10) 20045797 (this incident reported under 9616066-2020-02221). Per customer email response: were there any adverse event(s) as a result of the reported defect? If yes, please provide details. There were no adverse events as a result of the defect. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? It occurred during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: (B)(6) 2020. Investigation conclusion it was reported the product would not flush. Received from the customer are 20 new unopened standalone smartsites model 2000e, lot 20035833. The customer did not send in the expected standalone smartsite model 2000e, lot 20045797. The customer did not send in the event smartsites that would not flush. All sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received sets during visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to each set allowing fluid to flow through the whole set via flush. Fluid flowed freely and showed no signs of occluding on all received sets. No further testing was performed as the customers report was not confirmed. A device history record for model 2000e, with lot number 20035833, was performed. The search showed that a total of (B)(4), units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 2000e, with lot number 20045797, was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the customer¿s report could not be identified because all received smartsites primed successfully with no anomalies occurring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced leakage and component separation. The following information was provided by the initial reporter: we had a nurse open two different ones today that would not flush. There are now two lot numbers involved (10) 20035833. {10) 20045797 (this incident reported under 9616066-2020-02221). Per customer email response: were there any adverse event(s) as a result of the reported defect? If yes, please provide details. - there were no adverse events as a result of the defect. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? It occurred during priming.